Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of lot specific similar complaints identified no other incidents reported for difficult or delayed positioning (leaflet grasping and leaflet capture). The reported patient effect of tissue damage as listed in the mitraclip system instructions for use, is a known possible complications associated with mitraclip procedures. Based on the available information, the reported positioning failure (leaflet grasping and leaflet capture) appears to be due to a combination of challenging patient anatomy and poor imaging resolution. The cause of the reported poor imaging resolution is challenging patient anatomy. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with an mr grade of 4. The anatomy was challenging due to a significantly enlarged left atrium and a rotated heart axis making echocardiography difficult. The first clip was implanted in a2/p2, reducing mr to 2. A second clip was advanced to further reduce mr. Grasping the leaflets was difficult and the leaflets would not remain captured. The leaflets were eventually grasped, however mr increased to 3 and a leaflet perforation occurred. A jet was seen coming out of the anterior leaflet of the mitral valve directly adjacent to the anterior clip arm of the second clip. The clip was opened again, and mr reduced to grade 2-3 with a smaller jet coming out of the anterior leaflet, but not as prominent as with the closed clip. The user decided to not implant the clip and the procedure was discontinued. No further action is planned as of now. The patient will be closely monitored and if necessary further intervention will be evaluated. A total of one clip was implanted, reducing mr to 2-3. No additional information was provided.